Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of a 5.9 cm in diameter x 15 cm in length fusiform thoracic aortic aneurysm in zone 4. Vessel morphology was reported as the non-aneurysmal proximal aorta neck is 32 mm in diameter, and the non-aneurysmal distal aorta neck is 42 mm in diameter. The common iliac artery is moderately calcified and there is mild thrombosis throughout the vessels. It was reported that at the time of implant there was a distal type I endoleak present, however the physician elected to monitor the patient. The one month, the follow up CT revealed that the aneurysm was 5.7 cm in diameter and there were no additional issues reported. Nine months later there was still a distal type I endoleak present. It was reported that another manufacturer¿s stent graft was implanted and distal type I endoleak was resolved. Per the physician, this was a planned intervention. Two months later the follow up CT revealed that the aneurysm was 5.5 cm in diameter and there were no issues reported. Eleven months later the follow up CT revealed that the aneurysm was 5.4 cm in diameter and there were no issues. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event).